Manufacturer narrative:
Additional narrative: it was reported that the patient underwent bilateral medial/lateral hamstring releases and bilateral gastro, adductor releases on (B)(6) 2015. While at the rehabilitation hospital, a small opening was noted at the distal end of incision 29 days post-op and white stitch was visible 34 days post op. It was reported that the patient was not re-sutured. The patient was discharged to home. No additional information was provided.

Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported that the patient underwent an orthopedic procedure on (B)(6) 2015 and suture was used. Approximately two weeks following the procedure, the patient experienced suture spitting at wound site and infection. The patient was possibly re-sutured. Additional information has been requested.